Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power. It was noted that the battery compartment was cracked and the battery cap was not able to tighten securely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/14/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 11/30/2015 with the following findings: a review of the pump¿s black box data showed pump reboots had occurred. A visual inspection of the pump revealed that the battery compartment was cracked from the threads to the case seal. A test battery cap was able to secure to the pump and was used to complete the 24 hour duration test with no power interruptions. The pump case was removed and no evidence of internal moisture or damage to the power circuit was found. Unrelated to the complaint, investigation revealed that the display was discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4)

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.